Manufacturer narrative:
A save to disk was sent in for analysis. Analysis confirmed that the time from implant to middle of life 2 (2.65 v) was 27.1 months. Therefore, evidence does not suggest this device is exhibiting the srw advisory behavior. Approximately 7 months later, elective replacement indicator (eri) was declared. There were additional allegations that the device prematurely depleted. A device replacement procedure was scheduled for a future date.additional information received indicated this device was explanted and successfully replaced. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window (srw) advisory april 2007 population product advisory was initially communicated on 4/5/2007, was suspected of exhibiting the advisory behavior. The current monitoring voltage was 2.58 v after 34 months of implant. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.